Manufacturer narrative:
The na electrode expiration date was 27-sep-2024. The samples were serum samples. The maintenance of the instrument was last performed on 20-oct-2023 and it was up to date. The cleaning and conditioning were performed daily. The field service engineer replaced the main harness, quad-ring, and o-ring. The service actions performed by the engineer resolved the issue. The cause of the event could not be determined.

Manufacturer narrative:
The na electrode lot number is 31235147. The expiration date was not provided. The field service engineer (fse) found crystallization on the snap pack rubber connector and the electrode holder/sample sensor and also found bubbling in the pump tubes and a nick in the rubber o-ring of an electrode. The fse cleaned the system and replaced the na electrode, a syringe, the harness and main tubing, a quad ring, and an electrode seal. The fse performed mechanical and performance checks, calibration, and qc successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 5 patient samples on a 9180 electrolyte analyzer. On 09-aug-2024, sample 1 had an initial result of 147 mmol/l. The sample was repeated and the results were 201 mmol/l, 156 mmol/l, 146 mmol/l, 147 mmol/l, and 146 mmol/l. On 09-aug-2024, sample 2 had an initial result of 132 mmol/l. The sample was repeated and the results were 108 mmol/l, 130 mmol/l, 127 mmol/l, 117 mmol/l, and 130 mmol/l. On 09-aug-2024, sample 3 had an initial result of 118 mmol/l. The sample was repeated and the results were 143 mmol/l, 118 mmol/l, 116 mmol/l, 116 mmol, and 116 mmol/l. The customer changed the snap pack, reference electrode, and electrode housing prior to running the following two samples. On 19-aug-2024, sample 4 had an initial result of 118 mmol/l. The sample was repeated and the results were 112 mmol/l, 114 mmol/l, 115 mmol/l, 117 mmol/l, 118 mmol/l, and 117 mmol/l. On 19-aug-2024, sample 5 had an initial result of 120 mmol/l. The sample was repeated and the results were 118 mmol/l, 114 mmol/l, 118 mmol/l, 118 mmol/l, 118 mmol/l, and 118 mmol/l.